Event description:
It was reported that during boot up and prior to use, the cs100 intra-aortic balloon pump (iabp) generated an electrical test fails code #1. It was later clarified that the initial reported issue was incorrect and that the iabp unit had generated a maintenance required code #1. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and confirmed the reported issue and noted that the maintenance required code does not appear until after an auto fill is initiated. The fse accessed the service screen and noted that all calibrations looked good. The fse then performed the auto fill test and observed that the atmosphere xdr dropped down almost 1100mmhg in readings but the measurements on the fe board were still reading as normal values and did not change with the drop in pressure. The fse ran all leak tests which passed, but observed that the pneumatic system test would not run. The fse observed an inflate time of less than 24 seconds and a deflate value of greater than 21,000 and the iabp unit never pumped after the observations. The fse has reported that the customer will be retiring this iabp unit. No repairs have been performed and the iabp unit will be decommissioned per getinge procedure.

Event description:
It was reported that during boot up and prior to use, the cs100 intra-aortic balloon pump (iabp) generated an electrical test fails code #1. It was later clarified that the initial reported issue was incorrect and that the iabp unit had generated a maintenance required code #1. There was no patient involved and no adverse event was reported.